Manufacturer narrative:
(B)(4).

Event description:
The dentist reported that 3 years after the dental implants were installed in the patient's mouth it was verified its non osseointegration. The 20 ncm of primary stability was achieved and immediate load was performed. Patient had bone type ii. The implant was carried out immediately.